Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer stated that she had high blood glucose of 212 mg/dl because her insulin pump was not working correctly. Customer stated that she was trying to prime and the insulin pump started to alarm motor error. Nothing further was reported.